Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the most probable cause of the colonovideoscope had no image and noisy screen was component failure, the ultrasound plug unit was bad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that colonovideoscope had no image and noisy screen during inspection for use. There was no patient involvement.